Manufacturer narrative:
H6 adverse event problem codes: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
The patient reported losing weight and their generator pocket being quite roomy. The patient was referred for surgery. Additional details received noting that the patient slipped and fell in (B)(6) 2026 and the patient experienced generator site discomfort. The device interrogation showed the vns was functioning within expected parameters. No known surgical intervention has occurred to date. No other relevant information has been received to date.